Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: cpf: (B)(6). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la was unable to deliver insulin. This occurred on 3 occasions. The following information was provided by the initial reporter: caregiver contacted us informing us of a quality deviation in bd ultra-fine 4mm needles. She informed that she applies it to her grandson, but receives the needles through the post of another brand. She said she doesn't like bd needles because all 4mm needles are dull and in this batch (which she reported that she mistakenly bought the bd brand because she doesn't like it) 3 needles came clogged.